Event description:
In 2009, the patient reported that for the past 4 days he has been experiencing repeated e4 (occlusion) errors on his insulin infusion device. He stated that when this occurs, he disconnects from his headset, primes the tubing, and insulin flows from the tubing. He then changes his headset and discovers the cannula is bent. He stated he does not see any physical damage to the product prior to inserting it into his body and the sets are not exposed to extreme temperatures or direct sunlight. He said he rotates his site locations around the abdomen area. He typically changes his infusion headset every 5-6 days but, due to the occlusion errors, has had to change his headset up to 3 times per day. He was advised to change his headset every 3 days. The patient stated this has only occurred with his current box of infusion sets. Courtesy infusion sets, an infusion set insertion device and a guide to infusion site management were sent to the patient. The patient had discarded the sets at issue. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.